Event description:
It was reported that patient was seen in the emergency room for shortness of breath and nausea. The subject reported feeling nervous that something is going to happen. He was given medications and a device interrogation was performed which demonstrated normal device functioning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.